Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure is part of the (B)(6) trial after atherectomy of the sfa, angiography was performed showing extravasation of contrast in the proximal sfa. Angioplasty was performed. Repeat angiography showed brisk flow through the treated segment, no pseudoaneurysm, extravasation or flow limiting dissection. Resolved on (B)(6) 2010